Event description:
It was reported that tip detachment occurred. The target lesion was located in the anterior tibial artery. A 300cm v-14¿ controlwire® was selected to advance. While trying to gain access and taking the bend of the target lesion, a portion of the wire came off. The physician removed the device and the radiopaque portion remained inside the patient. The procedure was completed with a journey guide wire. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).